Event description:
The customer reported that insulin pump alarmed motor error while driving. The caller stated that he had 20.0 units of insulin left in the insulin pump, and the device has delivered the rest of insulin into his body. The blood glucose reading at time of call was 264mg/dl. Troubleshooting was performed, and the alarm history revealed motor error, low reservoir and multiple battery alarms. The drive support cap appears to be normal. Performed the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.